Event description:
Resident was in bed with side rails (1/2 rail) both sides were up. Bed was down completely. Had been seen by nurse within mins of occurrence. Roommate came out and called for help. Pt had apparently gone through rails and caught neck between mattress and upper rail. Resident was released by nurse and sent to ER for eval.